Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1. Two separations were noted on the bladder of cylinder 2. These were sites of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on bladder of cylinder 2 enough to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a tubing break. The tubing broke 1 inch from the pump which caused a pump failure. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.